Manufacturer narrative:
The sc1 cap and reservoir locked properly into reservoir compartment during testing. The pump passed all functional testing including the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, sleep current, active current and the dat test at 0.0874 inches. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. All current are within specs. Successfully downloaded history files and traces using thump. No under delivery anomaly noted during testing. In further full review of the pump history on the event date of (B)(6) 2025 found daily total of bolus insulin delivered to be 10.3 units. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly and motor. The pump was received with minor scratches on lcd window minor scratched case and cracked keypad overlay. Battery cycle 4.0 received the lowbatteryalert (104) on (B)(6) 2025 13:00:00 after more than 7 days at 19.35 days. Battery cycle 3.0 received the lowbatteryalert (104) on (B)(6) 2025 21:14:00 after more than 7 days at 17.32 days. In summary, customer allegation for unexpected battery power loss not confirmed. Possibly under delivering not confirmed during full functional testing. Unable to verify customer alleged for high bgs. With reference to the baat tool instructions, customer did not experience an unexpected power loss of less than 7 days per the pump history records. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported an unexpected battery power loss. The customer reported a blood glucose value of 560 mg/dl. The customer was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1886. Troubleshooting was not performed. No further patient complications were reported. No product return is required for mmt-1886.